Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the antecubital vein. A 5.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During procedure, the balloon burst at 30 atmospheres upon reaching the lesion site. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the antecubital vein. A 5.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During procedure, the balloon burst at 30 atmospheres upon reaching the lesion site. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, moderately tortuous and mildly calcified. The balloon ruptured during the first inflation for 35 seconds.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the balloon located approximately 35mm proximal from the distal tip. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.